Event description:
The reporter stated that a 20 hour infusion delivered in less than an hour. "Lipids 16.5cc to infuse over 20 hours." The lipids were piggybacked into the hyperalimentation. The primary rn placed the lipids on standby for 2 hours. When the standby alarm rang, the primary rn was busy with another pt. Another rn started the lipids infusion as previously programmed. She saw on the pump "20 hours" for the infusion time. The alarm sounded indicating that the lipids had infused in over one hour and at the time of incident did not know that the lipids infused in 20 minutes. After investigation, it was discovered that the primary rn programmed the pump in manual mode. When programming the pump, the pump can be programmed for hours and minutes. After the desired info has been programmed into the pump, the pump is started. The screen display on the pump shows hrs:min:sec. The assisting nurse saw on the display screen 00:20:00, assuming that the pump was programed for 20 hours. The patient rec'd the lipids in 20 minutes not 1 hour. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The pump has not yet been received for evaluation. Medex is unable to confirm this issue without benefit of returned product. An additional report will be submitted should info become available that impacts the outcome of medex' investigation.